Manufacturer narrative:
E1: complainant street address: (B)(6) complainant country: germany name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Complaint - primary pack (sterile products) has incomplete or open seal, or dressing/loose material trapped in packaging product / system application product (sap): aquacel wsf 1 × 45 cm ster (1 × 5 pk) eur / 1700178 lot: 4l04163 date of manufacture: 25 nov 2024. Sterilization: run identification document (ID) (B)(4) (steris, (B)(6) 2024). Region: germany batch size: (B)(4) secondary packs (B)(4) primary units). Summary of issue: a single unit was reported with a potentially open seal or dressing trapped within the seal area. No sample or photographic evidence was provided; therefore, confirmation of the defect could not be made. The investigation will be reopened if physical evidence becomes available. Batch record review (brr): a full brr was conducted for lot 4l04163. All in-process, statistical, and final inspection records were satisfactory. No deviations, rework, or non-conformances were recorded during manufacture. Sterilization cycle (B)(4) met all acceptance criteria and the lot was released by steris following review. Equipment logs for the universal production line showed sealing-parameter verification and checks within specification; no alarm or quality holds were recorded. Trend review: no additional complaints were identified for lot 4l04163. A 12-month search for system application product (sap) 1700178 and related materials on the universal line identified no other open-seal or trapped-dressing events. The complaint is therefore considered isolated. Hot-batch assessment (work instruction (wi)): criteria for hot-batch classification are not met. There are no multiple confirmed complaints within the same lot, no systemic trend across other lots, and no acceptable quality level (aql) excursion. Manufacturing and sterilization data demonstrate batch conformity; thus, no containment or escalation is required. Risk / impact assessment: although the alleged defect type (open seal) is regulatory in nature, there is no confirmed evidence of a sterility breach. Sterility assurance is maintained through validated sealing and 100 % in-process pressure checks. The complaint involves one unconfirmed unit out of (B)(4) produced. According to process instruction (pi), the aql for primary-pack seal integrity is 0.40 (accept 3 / reject 4 for n = 315). This report is well below the acceptance limit and does not constitute an acceptable quality level (aql) excursion. All finished goods were released within specification and total distribution center (dc) stock has been exhausted with no further events. Conclusion: the complaint cannot be confirmed due to the absence of evidence. All manufacturing and sterilization records were satisfactory and show no abnormalities. No systemic issue or trend was identified. The event is isolated and likely attributable to handling damage or reporting error post-distribution. Disposition / corrective action / preventive actions (CAPA) decision: CAPA: not required (per work instruction) ¿ no confirmed failure, no recurrence, and below-aql occurrence. Monitoring: the issue will be tracked through routine trending and post-market product monitoring (standard operating procedure (sop)). Should corroborating evidence or additional complaints arise, the investigation will be reopened for seal-integrity verification and line-parameter review. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by the distributor that the customer claimed that the seal of the product was loose and it was not one hundred percent sterile. The product was not used by the patient. No photo was available at that time.